Event description:
The distributor has reported on behalf of their customer receipt of unacceptable product. The device reportedly does not contain a drainage hole. The device was not in contact with a pt.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.